Manufacturer narrative:
Approximate age of device- 7 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient submitted a picture of their driveline to the vad coordinator on (B)(6) 2019. The infectious disease reported the vad coordinator that the driveline appeared infected. No cultures were taken, and the patient was not brought to office for evaluation. The patient was prescribed doxycycline 100mg twice a day for 10 days. Further information was requested however no updated information was available.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that the patient was also placed on a wound vac on (B)(6) 2019 and the wound vac was removed on (B)(6) 2019 by infectious disease doctor. IV antibiotics were stopped, and patient was started on oral antibiotics on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported driveline infection could not be determined. The patient remains ongoing on vad support and no further issues have been reported. The hm3 IFU lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that on 16may2019 the patient was admitted to the hospital for acute kidney injury (aki), at that time it was noted that his driveline infection has worsened. The patient underwent a debridement on (B)(6) 2019 and discharged on IV antibiotics.